Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgical staff experienced difficulty moving the endoscopic camera manipulator (ecm) and observed the right master tool manipulator (mtmr) drifting when it was released. The drift caused the associated patient side manipulator (psm) to move and resulted in a puncture to the patient's uterus from the instrument installed on the psm. The patient's uterus was scheduled to be removed as part of this procedure. The site undocked the system from the patient and restarted the system, however, the mtmr was reported as still drifting. The surgeon made the decision to convert to traditional laparoscopic surgical techniques to complete the planned procedure.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) consisted of reviewing system error logs and performing functional tests. The fse's review of the logs did not reveal any system errors and the system functioned as intended with no issues. Since this event, an isi clinical sales representative provided additional training to the console surgeon on december 10, 2009, and again on december 17, 2009. During training, it was determined that the event was caused by the surgeon removing his hands from the mtm's without removing his head from the surgeon console's head sensor. The system's psms are designed to follow the movements of the mtms during normal use, however, once the surgeon's head is removed from the head sensor, the psms are no longer in the following mode, resulting in no movement of the psms. As of december 16, 2009, the hospital has continued to use the system with no reported recurrences of the reported issue.